Manufacturer narrative:
Device remains implanted and in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited loss of synchronization between the atrium and ventricular lead. The pacing timing was not correct, there was no pacing inhibition and no oversensing seen. A technical service (ts) consultant reviewed device data, and provided recommendations to the physician to perform lead integrity testing and x-ray imaging to confirm lead location. The device remains implanted. Several attempts to obtain additional information as to the model/serial of the leads have been unsuccessful. No adverse patient effects have been reported.